Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Customer returned pump for an alleged possible under delivery and was hospitalized for high bgs found on (B)(6) 2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at (B)(4) inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2022, there was no unexpected alarms/suspends noted and found bolus wizard delivery of dailytotalofbolusinsulindelivered = 18 u. (B)(6) 2022 13:09:42.000 normalbolusdelivered normalbolusamountprogrammed = 2.5 bolusamountdelivered = 2.5 (B)(6) 2022 15:51:06.000 normalbolusdelivered normalbolusamountprogrammed = 5.2 bolusamountdelivered = 5.2 (B)(6) 2022 20:09:50.000 normalbolusdelivered normalbolusamountprogrammed = 5.3 bolusamountdelivered = 5.3 (B)(6) 2022 22:37:40.000 normalbolusdelivered normalbolusamountprogrammed = 5 bolusamountdelivered = 5 the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.3 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer faced hyperglycemia with nausea. Blood glucose value at the time of the event is 664 mg/dl. Customer stated that insulin pump had under delivery. Customer was treated with manual injection through insulin pen and insulin insulin intravenous drip. The auto mode feature was inactive at the time of high blood glucose event. Troubleshooting was performed and product will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Customer returned device for an alleged possible under delivery and was hospitalized for high bgs found on (B)(6) 2022. The device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08650 inches. Successfully downloaded history files and traces using thus. Successfully uploaded device to carelink. In further full review of the device history/traces on the event date of (B)(6) 2022, there was no unexpected alarms/suspends noted and found bolus wizard delivery of dailytotalofbolusinsulindelivered = 18 u. (B)(6) 2022 13:09:42.000 normalbolusdelivered, normalbolusamountprogrammed = 2.5 bolusamountdelivered = 2.5, (B)(6) 2022 15:51:06.000 normalbolusdelivered, normalbolusamountprogrammed = 5.2, bolusamountdelivered = 5.2, (B)(6) 2022 20:09:50.000 normalbolusdelivered, normal bolus amount programmed = 5.3, bolus amount delivered = 5.3. (B)(6) 2022 22:37:40.000 normal bolus delivered, normal bolus amount programmed = 5 bolus amountdelivered = 5, the device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electric board, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.3 megha volt). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The device passed all the required testing. Unable to verify customer alleged for high blood glucoses. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial follow up report. The correct information has been provided in section h1 with this report.